Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, a leak was observed while on routine cuff check. It was also reported that the cuff was checked every two hours. Customer indicated that there was no patient harm.

Manufacturer narrative:
Evaluation summary: one sample was received for evaluation, the stylet was not received, no lot number was provided. The failure inflation line leak was confirmed in the received sample. An inflation/deflation test was performed and it was observed the cuff deflated after few seconds. A visual inspection was performed and it was observed inflation line is damaged. Information has been added to the database and trends will continue to be monitored . If information is provided in the future, a supplemental report will be issued.